Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient was hospitalized with a blood glucose level over 500 mg/dl with symptoms of dizziness. The patient was treated with insulin via injection. The reporter stated that the pump did not have the correct time. Troubleshooting determined that the pump was not maintaining time correctly when powered off and the battery was removed. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and the pump¿s time appeared to be incorrect.